Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged moisture damage on the pump. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked case (battery tube), scratched case, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, motor and flex cable. In summary, the pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.